Event description:
It was reported that the patient felt a burning sensation while charging. When stim was on it was very painful and when his skin was lightly touched where the implantable neuro-stimulator (ins) was he "jumps out of his seat." When the ins was turned off, it still hurt the patient - but less. The problem has become worse overtime. Impedances were checked and are all normal. Pain is more to the side where extension goes into the ins. It was stated that the patient does get awesome relief, but the ins had to be turned off and the leg pain is back. The patient has had 2 magnetic resonance images (MRI) since implant and the manufacturer representative suspected that the MRI had damaged the ins. Approximately 2 ½ weeks later, the battery was removed from the patient. The physician also hooked up his extensions at the pocket site to the multi-lead trialing cable (mltc) and checked impedances which were all normal. Stimulation was turned on where the patient was feeling it where he needed it in his left lower leg. The pocket was closed up and in a few weeks, the physician was going to go back in and open up at the spine incision and then reconnect with new extensions. The physician was also going to connect a new battery on the opposite side and then remove the old extension from the original site. At this time, the origin of the pain was unknown. The physician believed it must have been hitting a nerve that somehow got inflamed over time. The patient outcome was unknown at the time of this report. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the patient had recovered without sequela. It was noted the number of mris received was 3 instead of the previously reported 2.

Manufacturer narrative:
Analysis results for neurostimulator model 37713, serial# (B)(4), showed no anomalies.

Manufacturer narrative:
Product ID, 39565-30 lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: product type lead product ID, 37752 lot# serial# (B)(4), implanted: explanted: product type recharger product ID, 37743 lot# serial# (B)(4), implanted: explanted: product type programmer, patient product ID, 3708160 lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: product type extension product ID, 3708160 lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: product type extension. (B)(4).